Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: nc trek 2.5 x 15 mm. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, diseased lesion in the mid circumflex artery. The xience alpine 2.5 x 38 mm stent was implanted and then post-dilated with a nc trek 2.5 x 15 mm balloon catheter in order to treat the patient. After post-dilatation an edge dissection was noted and a xience alpine 2.5 x 23 mm was used to cover the dissection. No additional information was provided.